Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a healthcare provider thinks her son's pump malfunctioned. The customer's son was experiencing high blood glucose levels. The specific blood glucose value was not reported. The caller spoke to a healthcare provider and he said it could have been due to a pump error. The customer didn't know about any concrete error and was not with the patient at the moment of the call.